Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using different finger sticks. She reported that her test results were 126 and 188 mg/dl. She stated that she did not have any symptoms. The reporter said that she had never cleaned her meter. She was using test strips that were expired, and did not have supplies for a control test.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8